Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the sensor reportedly failed. The patient had a seizure, was not responding and was unconscious. The last time the patient checked the cgm prior to the sensor failing, the cgm reading was 5.8 mmol/l and their bg was 7.7 mmol/l. The patient's cousin called for an ambulance. Because the patient was unconscious, they did not know if the paramedics checked his bg and what the value was. Paramedics treated the patient with glucagon and transported him to the hospital. At the hospital, the nurse treated the patient with dextrose. On (B)(6) 2024, the patient was discharged from the hospital (24 hours). At the time of the report, the patient was doing good. Data was provided for investigation. The allegation was confirmed via data. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.